Event description:
It was reported that device was stuck in the in lesion. The target lesion area was located in the left coronary artery. A crossboss re-entry device was selected for use. During the procedure, it was noted that the device was stuck in the lesion and failed to rotate. The device was completely and simply removed without any intervention. The procedure was completed with a different device. No patient complications were reported. The patient was stable post procedure.

Event description:
It was reported that device was stuck in the in lesion. The target lesion area was located in the left coronary artery. A crossboss re-entry device was selected for use. During the procedure, it was noted that the device was stuck in the lesion and failed to rotate. The device was completely and simply removed without any intervention. The procedure was completed with a different device. No patient complications were reported. The patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The crossboss device was visually and microscopically examined. There are numerous kinks along the shaft. The distal end of the device is slightly bent. There was no issue with the device rotating. Inspection of the device presented no damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty, which could not be confirmed because the clinical circumstances could not be replicated.